Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: post procedure. It was reported that after several unsuccessful attempts to cross the lesion with the rx accunet, the physician decided to use a coronary guide wire to cross the lesion. It was noted that the lesion was dilated, but the rx accunet was not placed. The rx acculink was deployed and post dilated; however, the patient expired. No additional information is available.